Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the customer reported issue. The fse replaced an ethernet cable pass through and cleared lint and debris from around the surgeon side console (ssc) head sensors. The fse test ran the system and found no trouble. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed unintuitive motion with universal surgical manipulator (usm) #4. The surgeon indicated that after removing his head from the surgeon's side console (ssc) and hands from the master tool manipulators (mtm), one mtm which was controlling universal surgical manipulator (usm) #4, drifted unexpectedly. There was no patient injury related to the customer reported issue. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.